Event description:
Patient was revised to address cup migration and loosening, which caused pain. There was found to be no bony ingrowth. Update - (B)(4) 2012 - litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from large amounts of cobalt chromium metal ions and inflammation. A femoral head has been added and initial emdr created. Update - (B)(4) 2012 - medical records were received from legal. The liner and bone screw were added to the complaint. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the cup or bone screw part and lot code combinations. A search of the complaint database search finds one additional reported incident against both the metal insert and metal head since their release for distribution; however, a review of the device history record did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the cup or bone screw part and lot code combinations. A search of the complaint database search finds one additional reported incident against both the metal insert and metal head since their release for distribution; however, a review of the device history record did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.